Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the water jet tube leak, the fluid damage in the ccd module, and the lcb distal cover glass dirty. Based on the result, we concluded that it was caused due to the deformation on the water jet tube and led to the fluid damage in the ccd module; however, other failure is not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. We will continue to investigate this situation and if necessary, file a supplemental report.

Event description:
Jet tube deformed, leaky. This event occurred at the time of during inspection. There was no report of patient harm.